Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the basket would not open and close, and a stone was present inside the basket when the basket malfunctioned. They removed the defective basket from the patient through the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination on the returned segura hemi basket was performed and was found that the basket was open and was extended approximately 22.5cm from the distal end of the sheath. The outer sheath was detached at the distal end of the blue strain relief. The outer sheath was kinked at approximately 51.6cm from the distal end. All wires of the basket were present and attached and the basket was not bent. There was a torque mark present on the handle cap. The handle cannula was visible through the handle. A functional evaluation was performed, and it was found that the basket would not open or close. The handle cap was removed and the cap was not loose. The handle cannula was extended 1mm from the pinch vise. The luer and handle cannula were removed from the handle. The wire assembly was removed and it was noted that the wire sub-assembly was kinked at approximately 54cm from the distal tip of the basket. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint. Therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used during a ureteroscopy procedure performed on (B)(6), 2013. According to the complainant, during the procedure, the basket would not open and close, and a stone was present inside the basket when the basket malfunctioned. They removed the defective basket from the patient through the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received as of december 25, 2013. Received confirmation that there was no stone in the basket when the incident occurred. This event has been deemed a non-reportable event based on additional information received reporting that there was no stone in the basket when the basket failed to open and close. Investigation results confirmed that the basket was in an open position when received, the outer sheath and wire sub-assembly were kinked, and the basket would not open and close.